Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer does not recall any significant events leading to the alarm. Customer's blood glucose level was 298 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had cracked battery tube threads.